Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the handpiece would not aspirate during a cataract extraction with intraocular lens implant procedure. The procedure was completed using an alternate handpiece with no harm to the patient.